Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the recharge burden for the pt's ipg has increased. In addition, the pt allegedly suffered a recent fall and has since lost stimulation coverage in the left lower back area. A diagnostic test revealed that the impedance measurements were within specifications on all lead contacts. Efforts to recapture therapy via reprogramming yielded limited success as the resulting stimulation is not as effective as it was prior to the pt's fall. An x-ray of the pt's scs system has been recommended for further interrogation.